Event description:
Customer reported erroneous high basophil counts were generated in the differential results for six patient samples when using the coulter lh 750 hematology analyzer. Review of the data provided by the customer also identified erroneously low lymphocyte counts in the differential results for the six patients. The customer performed the shutdown and startup process for the analyzer, and routine troubleshooting to prime differential reagents as advised by the beckman coulter customer technical support personnel. The issue was not resolved and a beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no reports of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
There were six patient samples involved in this event. The customer did not provide age, date of birth, sex or weight for any of the patients. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and indicated the differential test results were very poor on the samples. He found that pm4 (erythrolyse delivery pump) had a broken spring and replaced pm4. (B)(4).